Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer's mother stated that the customer was not receiving insulin at one time but the doctor assisted with correcting the issue. Customer's mother stated that the customer was at school and received a no delivery alarm. Customer changed the site and it resolved the issue. Customer's mother declined troubleshooting since everything has been working. Customer's mother stated that the belt clip was broken. The lock was broken on top of the belt clip due to wear and tear. A replacement will be sent as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.